Event description:
It was reported that "it does not load." The equipment displays a blinking "x" with a message about a low battery. However the battery's level indicator reports that the battery's level is full. There was reportedly no patient involvement.